Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported events is likely due to the presence of damage such as a scratch and a tear to the bending section of the insertion section suggests that the subject event may have been caused by external factors or handling of the device, external interference, or chemical attacks of chemicals to the peeled-off site after interference. Additionally, the presence of a scratch and a tear on bending section cover (a-rubber) suggests that the subject event may have been caused by strong force was applied due to an external factor, which resulted in damage. The possible external factors can be scraping or bumping due to retrieval of the endoscope in a diagonal direction while using a trocar, contact with something sharp, or use of peripheral equipment which was not recommended. The event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event 1 as below. ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the adhesive from the objective lens was found peeling. There was also a pinhole in the curved rubber of the insertion part. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to an air/water leakage issue. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the objective lens adhesive on the distal end was peeling off. This report is being submitted to capture the peeling adhesive found during the device evaluation.